Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards india affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 valve, there was resistance felt during insertion of the commander delivery system and valve into the esheath at the common iliac artery in the esheath expandable portion. The esheath was removed and a peripheral balloon was used to dilate the vessel. The same esheath was re-inserted, and as they tried to push the valve through the esheath again, the valve got stuck at the same point. The operator dilated the vessel using an 18 fr dilator. The same esheath was inserted (this was pre-dilated using 18 fr dilator, smeared with propofol) and the valve passed through smoothly and was deployed successfully. However, as soon as the esheath was removed, the patient went into hypotension which progressed to cardiac arrest. The team initiated CPR, and 2 defibrillations, but the patient passed away. The possible cause of death was due to an iliac dissection. However, this was not confirmed as there was no cardiac output, and flow could not be established to visibly observe on fluoro. As per imagery provided, there was evidence of a right iliac and aortic dissection, with confirmation of the arrest and coronary occlusion that was attempted to be resolved with percutaneous coronary intervention. Based on the images received, the patient was at high risk for coronary occlusion, and coronary protection was not used during this case.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was observed: the patient's vessel as undersized in the right access vessel (greater than or equal to 5.5mm minimum luminal diameter required for use of 14f esheath). There were multiple balloon dilations were performed inside of the esheath with evidence of a vessel dissections, just above the aortic bifurcation and in the right iliac artery. In this case, the reported event of difficulty advancing through the sheath was unable to be confirmed due to the unavailability of the device or applicable imagery. Available information suggests patient factors (access vessel diameter) likely contributed to the event as undersized vessel region was observed in the patient's right access vessel. Additionally, the valve was able to pass through the sheath after several vessel dilation with a balloon and dilator, which indicates that the access was restricted due to its size. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.